Manufacturer narrative:
Date of event: this event occurred during unspecified dates, further described as starting "end of (B)(6) 2021" and "kept coming back". Initial reporter address: (B)(6). The lot was manufactured between october 1, 2020 to october 2, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamps of an unspecified numbers of trifurcated fluid transfer tube sets were not preventing liquids from flowing from one bag to another. It was further reported that usual speed was used on the pump and the amount of fluid transfer was not more than it should be. This issue was identified during testing. There was no patient involvement. No additional information is available.